Event description:
It was reported that during a lap sigma procedure, the instrument did cut and staple, but the anastomosis was open due to the staple form was not correct. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.